Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. The noise was reproducible with isometric exercises. Lead is scheduled to be replaced. No further information available.

Manufacturer narrative:
Na